Event description:
Health professional reported left side "breast pain" against non-allergan device. Device has been explanted. 2065950 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).